Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted in the transduodenal bulb for biliary drainage during a choledochoduodenostomy procedure performed on (B)(6) 2026. The physician used the eus deployment method in which the second flange was deployed in the scope and the stent is released by advancing the catheter and retracting the scope in a 1-to-1 fashion. During the procedure, the physician successfully deployed the first flange. When retracting the catheter to deploy the second flange, the physician noted the catheter was snug against the inner wall and the second flange would not deploy. Multiple troubleshooting maneuvers were attempted; however, the catheter would not retract, and the second flange remained undeployed. No resistance was reported during the attempted deployment. After repositioning and several additional attempts, the physician was eventually able to retract the catheter from the bile duct; however, the second flange still did not deploy. The physician then advanced a rat-tooth forceps through the working channel of the scope and manually pushed the second flange out. Following deployment of the second flange and creation of the anastomosis between the duodenum and the common bile duct, a large amount of bleeding was observed. Due to concern that the bleeding may have originated from the portal vein, a surgeon was consulted and additional evaluation and embolization were performed, which resolved the bleeding. The patient required blood transfusions due to blood loss. Further assessment determined that the bleeding originated from the bile duct and was suspected to be related to trauma to the common bile duct wall caused by failure of the catheter to retract, with friction from the axial stent against the duct wall. The procedure was prolonged by approximately 15 minutes due to the troubleshooting maneuvers performed. The procedure was completed using the same device. No future explant or revision procedure was scheduled at the time of reporting. Note: it was reported that the catheter length was not wetted prior to advancing it through the scope. However, the axios stent and electrocautery- enhanced delivery system instructions for use (IFU) states: "wet and insert the hot axios delivery catheter. Wet the entire length of the hot axios delivery catheter with sterile water or normal saline". Therefore, the physician did not follow the steps outlined in the instructions for use (IFU). Note: it was reported that the axios stent was intended to be implanted during an obstruction with a choledochoduodenostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be used for a choledochoduodenostomy procedure.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0510 captures the reportable event of delivery system retraction problem. Imdrf impact code f2301 captures the event of additional device required (forceps). Imdrf impact code f2302 captures the event of blood transfusion. Imdrf impact code f23 captures the event of unexpected medical intervention (embolization). Imdrf impact code f14 captures the event of prolonged episode of care (procedure extended for 15 minutes). Imdrf patient code e0506 captures the event of hemorrhage/blood loss/ bleeding.